Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: 'contrast/ok' buttons intermittently were responsive and 'up/down' buttons were unresponsive when pressed/difficult to push. There was no damage to the keypad was observed. An internal investigation showed contaminated around all the button contacts and the 'up/down' button contacts inverted.